Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received no delivery alarm reoccurred. Customer¿s current blood glucose level was 230 mg/dl. Customer stated that they were tried all remedies. Customer states the tubing was not bent or kinked. Customer troubleshooting was completed. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will be returned for analysis.